Event description:
I have had 3 or 4 eye infections using amo complete moisture plus... -two have actually been documented by having to see an eye specialist-. I have used this product exclusively for the past 4 or 5 years, and just within the past 6 mos - 1yr have had these eye infections occur. In 2007, I was told by my ophthamologist that this product was recalled 3-4 weeks ago. I had no idea. I am experiencing the same symptoms I have read about... Ie, feels like something is in my eye, burning, sun sensitive, watering, burning sensation. Dose or amount: daily cleansing. Frequency: daily. Dates of use: 2002-2007. Diagnosis: contact lenses. Event abated after use stopped: yes. Event reappeared after reintroduction: yes.